Manufacturer narrative:
Further attempts to obtain complete complaint details have been made and upon receipt will be submitted accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and all injuries associated therewith during approximately a two week period, and subsequently expired which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.